Manufacturer narrative:
D4 & h4: upon investigation of the actual device used in this incident, it was determined that orders were not crossing over. The technical support specialist (tss) reviewed the datasync logs and identified an incremental synchronization error caused by a snapshot isolation conflict in the dsclientoltp database. The error indicated that the table sync.dispensingdevicesyncstate was being accessed concurrently by another transaction. To remediate, the tss ran the downtime 1.7 query, confirmed current, restarted external messaging and pyxis external inbound processors services, and checked extract transform load (etl), which showed errors. The tss then truncated the dbo.sysssislog table to clear the ssis log. The customer was contacted for an update and confirmed that orders were crossing. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server new orders not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.